Event description:
During preparation for a coronary artery bypass graft surgery, a heartstring seal cracked while loading the seal into the delivery tube. The hosp did not provide any additional info. No pt complications were reported by the hosp.